Event description:
It was reported that during a cholecystectomy procedure that the doctor commented that the blade had a possibility of breaking because of the contact to the metallic devices. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.